Event description:
It was reported by the customer's mother, that the customer's insulin pump was dropped in the toilet, and there is moisture under the lcd screen. Troubleshooting occured. Advised to discontinue use of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.